Event description:
A customer contacted beckman coulter regarding 2 erroneous accu tnl results from 2 different patients that were generated by the access 2 instrument. The patients' samples were tested from pour off tubes. The accu tnl result was 0.99ng/ml for patient a and 0.08ng/ml for patient b. The accu tnl result from patient a was elevated, from patient b was in the normal range for this analyte. The accu tnl results were not reported out of the lab. The customer was unsure of the integrity of the two samples and retested both patients' samples for accu tnl. The repeated accu tnl result was 0.00ng/ml for patient a and 5.13ng/ml for patient b. The corrected result of 0.00ng/ml for patient a and the original result of 0.08ng/ml for patient b were reported out of the lab. The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to patient treatment that can be attributed to this event.